Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 7426, serial # (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type implantable neurostimulator.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with neurostimulators for essential tremor and movement disorders. It was reported that the device implanted in 2005 did not work well for tremors and patient had device replaced in 2007.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.